Manufacturer narrative:
A product development investigation was performed on the subject device. This complaint is confirmed. The returned 12 year old drill sleeve lot#4765005 does stick during insertion and removal when mated with the returned protection sleeve. The complaint condition of the drill sleeve sticking in the protection sleeve was able to be replicated at customer quality (cq). The drill sleeve has a proximal slot which allows the device to be squeezed together to insert or remove from the protection sleeve. The returned drill sleeve is stuck in the compressed/squeezed position which is causing the complaint condition. The trocar functioned as intended when mated with the returned drill sleeve. This complaint is unconfirmed for the trocar. The following part was returned without an allegation: part #: 03.010.065, lot #: l237377, quantity: 1. Upon visual inspection there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. Furthermore, this device was received as an extra device inadvertently sent as a duplicate replacement part. No new malfunctions were identified as a result of the investigation. Relevant drawings were reviewed. No product design issues or discrepancies were observed. Post manufacturing damage (malformed/ bent) exists on the returned 12 year old drill sleeve that interfaces with the protection sleeve causing the sticking condition. Most likely due to rough handling / cumulative wear. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review for part # 03.010.065, synthes lot # 4765005. Release to warehouse date: (B)(6) 2004. Supplier: (B)(6). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a left femoral nailing procedure on (B)(6) 2017 using the ex nail system. The patient was injured after a fall while playing sports. During the procedure the surgeon had difficulty with the trocar during placement of the interlocking screws due to the drill sleeve not detaching from the protective sleeve. Eventually the two (2) sleeves were detached and the interlocking screws were placed. There was no reported delay in the surgery as a result of this event. The patient was stable after the surgery. The procedure was successfully completed. Concomitant devices reported: interlocking screw (part number unknown, lot number unknown, quantity unknown). This report is for one (1) drill sleeve. This is report 2 of 3 for (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.